Event description:
Nearing the end of a transapical tavr procedure, significant bleeding from the apex continued, despite placement of additional pledgeted sutures and various hemostasis agents. Case summary: the procedure went as planned and the patient remained stable up until valve placement. Per report, the deployment pacing run was long and the patient had a depressed ejection fraction (ef) which was believed to have made the patient ischemic. Once the 26 mm sapien valve was placed, the patient remained severely hypotensive (sbp 40-50 mmhg) and was placed on cardiopulmonary bypass (cpb). It was noted that the apex was bleeding quite heavily and once the patient was placed on cpb, the physician attempted to close the access site. Significant bleeding continued despite placement of additional pledgeted sutures and various hemostasis agents (floseal, tachoseal). As reported, close to 300 pledgeted sutures were placed. The patient also received 6 units of blood, 10 pack of platelets, and 2 units of ffp. The patient was weaned off cpb and was transferred to the ICU intubated and in critical condition. As of pod1 the patient remained intubated in the ICU, but improving. The apex tear was attributed to the patient¿s friable apical tissue and coronary artery disease, coupled with the low ef and long deployment pacing run.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, per report, friable apical tissues appear to have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.